Event description:
Additional information received on 02/10/1998: condition reported could not be confirmed due to the unavailability of actual samples for review and evaluation. Co does not want to state for the record that the materials and manufacturing process used for co's stainless steel cannula have not been changed. The flexibility of the cannula is relative to the gauge and length. The manufacturing facility will receive a copy of this report for their reords. No specific corrective action is required at this time.